Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed twelve similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that on (B)(6) 2021 a venous thrombosis occurred at the right side of the body. Mild severity and related to the device (catheter), but unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: "ongoing". Action taken: "medication prescribed". This is a new occurence and a symptomatic venous thrombosis. The venous thrombosis occurred in following vein: "subclavian". The venous thrombosis was confirmed by ultrasonography. The arm circumference was 31 cm. Fraxiparine started.